Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage noted on the electronic assembly or on the motor. No button error alarm noted. Unable to perform the functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, broken battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they had been previously hospitalized for a pump related issues, and are displeased that they are having issues again with their device. The customer's blood glucose at the time was 271mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.